Event description:
It was reported that the patient experienced a burning sensation in the pocket area that radiated heat down his arms prior to the device going premature eol. At device check telemetry could not be established and the device was found to have no output. The device was explanted and no further patient complications were reported as a result of this event.

Event description:
It was reported that the patient experienced a burning sensation in the pocket area, that radiated heat down his arm, prior to the device going to premature eol (end of life). At device check, telemetry could not be established, and the device was found to have no output. The device was explanted, and no further patient complications were reported as a result of this event. A voluntary report was later received reporting battery failure; no pacing output, in a patient with severe sinus node dysfunction, in a six month old device, that showed no sign of battery depletion six weeks earlier.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Voluntary report received. Evaluation summary: preliminary analysis revealed no telemetry or pacing output. Further analysis found a leaky capacitor, which caused high current drain and battery depletion. Rapid battery depletion can cause the battery to heat up, which explains the patient report of a burning sensation. The depleted battery then caused the device to become non-functional, consistent with the reported field conditions of loss of telemetry and pacing output. Other : it was reported that the patient experienced a burning sensation in the pocket area, that radiated heat down his arm, prior to the device going to premature eol (end of life). At device check, telemetry could not be established, and the device was found to have no output. The device was explanted, and no further patient complications were reported as a result of this event. A voluntary report was later received reporting battery failure; no pacing output, in a patient with severe sinus node dysfunction, in a six month old device, that showed no sign of battery depletion six weeks earlier. Actual device involved in incident was evaluated electrical tests performed mechanical tests performed. Visual examination: component/subassembly failure. Capacitor, device was out of specification in a manner that relates to event. Battery, premature discharge of, explanted. Interrogate, difficult to, output, none, pace, failure to, replace.